Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and would not recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height sub drawers 2.1 and 2.2 had failed. A field service engineer found that both rear controller boards were operating within tolerance as verified using a multimeter. The fse replaced drawer controller which responded in hardware test application (hta) mode. A final test was performed, confirming drawer responsiveness. All cabling was checked and found to be in good working order, and all leds were functioning properly. The engineer also installed a rear bumper kit and network plugs to resolve the issue. The system functioned as intended after the field service engineer repaired the device.